Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. The battery compartment was reportedly cracked and the battery cap was unable to tighten on to the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/02/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the black box data and alarm history revealed multiple reboots. A visual inspection of the pump showed that the battery compartment was cracked. A test cap was used for investigation and was able to maintain an electrical connection. During testing; tightened battery cap fully then loosened one half turn, power to pump was not interrupted. The pump cover was removed and no internal defect was found.